Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation. However, after analysis of the returned device the clinical observation could not be confirmed. As received, the implant coil was damaged, stretched and had lost its original shape with the polypropylene filament intact but it was still attached to the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. No defects were found on the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. The product received did not match the complaint description. As a result, follow-up was conducted for additional information and to verify the correct device was returned without success. It is possible that the implant coil became stretched due to the repeated re-positioning reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil prematurely detached during coiling treatment of small saccular anterior cerebral artery aneurysm. The vessel was reported to be very tortuous. The physician had difficulty in placing the coil because the coil could not reach the desired position. The physician decided to withdraw the coil and found it has been detached. The physician replaced it with another coil and completed the procedure successfully. No patient injury was reported as a result of this procedure.